Manufacturer narrative:
Device passed displacement, and self tests. Device audio or beep or vibrate function properly and no anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a constant tone which she got off with previous technical support about the alarm, they replaced the battery but it seemed getting another alarm. Changing the battery did not help her she said. The insulin pump passed the self test earlier. Customer stated the new battery did not restore normal pump function and it happened again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.